Event description:
Patient underwent revision surgery of a right total knee arthroplasty. Intra-op per surgeon noted that femoral component to be loose on the end of the femur and had fractured at its attachment site. The valgus bushing was no longer attached to the femur.

Manufacturer narrative:
Device not returned to manufacturer.